Manufacturer narrative:
(B)(4). The recipient reportedly underwent blind sac closure and is doing well. The external visual inspection revealed that the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na. The recipient was reportedly hospitalized from (B)(6) 2018. Prior to explant surgery, there was no medical intervention.

Event description:
The recipient reportedly experienced recurrent infections. The recipient's device was explanted. The recipient will be reimplanted once the infection resolves.